Event description:
The hcp reported that the pump alarm was sounding. They found the actual reservoir volume to be 10cc and the estimated was 1.7cc. A follow up report will be sent when additional information is received.